Event description:
Customer reportedly received result of 370 mg/dl on the advantage system and 150 mg/dl on professional's meter within 10 minutes. No high blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. At the time of the report, customer no longer had the test strips that produced the discrepant result.